Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# va0psxl, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient¿s phone was going haywire or ¿was it just her with her pacemaker.¿ it was unclear what exactly was going haywire and if any interventions occurred, so additional information was requested. If additional information is received a supplemental report will be sent.